Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. The tracking and trending review were conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "october 2024". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the abbott diabetes care (adc) device, it was noticed that sensor has a bent inserter needle therefore, the sensor could not be applied. The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and upon arriving, the customer was transported to a hospital where they were administered 2 dosages of glucose injections for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.